Manufacturer narrative:
Additional narrative: upon receipt of the voluntary medwatch that the patient's age, gender, and weight were received and entered into this medwatch report. A user submitted voluntary medwatch ((B)(4)) with additional information regarding the event. It was reported that during a lumbar fusion surgery, it was observed that the cable on the motor device had a blow-out hole in it approximately four inches in length. It was reported that this caused an extremely loud ¿pop¿ and an unspecified delay in the surgical procedure as a new equipment was needed to be brought into the room. According to the report, the hose used with the motor device contained an inner nylon, braided cover that protects the inner lumen. It was further reported that there was also an outer rubber sheath that covered the braided cable hose. It was determined that the outer rubber cover that ruptured. The reporter was not clear if the rubber cover was there to indicate potential gas leaks while using the motor device. The reporter stated that there must have been some gas leakage from the inner tubing that built up pressure while using the motor device causing pressure to exceed the rating of the rubber cove. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. An assessment was performed on the device which determined the that the hose returned with the device was not the high strength one originally installed during manufacturing and the device has been tampered with a non anspach hose. The assignable root cause was determined to be component damage due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a posterior cervical fusion surgical procedure it was observed that the hose of the motor device popped. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.